Manufacturer narrative:
Product evaluation: one imp, tsv, mcol mg, 4.1mm, 11.5mml (tsvm4b11) was returned for investigation. Visual evaluation of the as returned implant identified signs of use (bone residue around the external threads) but no apparent signs of malfunction. Functional testing could not be performed for the reported event (medical conditions: pain & paresthesia). However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. It was reported on the per that the site was grafted on 7-sep-2021 approximately 1 month prior to placement. No other pre-existing conditions were reported as the patient had unknown bone density. The reported device had been placed on tooth #29 for approximately 1 week. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review: DHR review for the lot (1246900) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1246900) for similar events (complaint category keywords: medical: other; pain; paresthesia) and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable ¿ medical condition.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the implant was removed due to paresthesia and pain. Patient will return for a new implant. Tooth #29.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.